Manufacturer narrative:
H.6. Investigation: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that medication was unable to be delivered with a bd pen ndl 32g 4mm pro. The following information was provided by the initial reporter: drug didn't come out from lots of products. Drug didn't come out from lots of products. I have never experienced such an issue like this with the needle.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that medication was unable to be delivered with a bd pen ndl 32g 4mm pro. The following information was provided by the initial reporter: drug didn't come out from lots of products. Drug didn't come out from lots of products. I have never experienced such an issue like this with the needle.